Event description:
As reported, approximately 9 years post op initial right tha, this male patient was revised. Patient had a recalled poly. Patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product not returning - not available.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6) - 160-00-15 - pf stem tapered plasma sz 15. (B)(6) - 186-01-64 - integrip cc, cluster 64mm, g5. (B)(6) - 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6) - 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6) - 120-65-35 - bone screw 6.5mm dia x 35mm long. (B)(6) - 142-36-03 - cocr fem head 36mm +3.5 offset 12/14.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.